Manufacturer narrative:
Based on the information received, the most likely root cause of the event was operational context. This was not a product nor manufacturing deficiency related issue. No further corrective or preventative actions are required. Edwards lifesciences no longer produces nor distributes the endoplege sinus catheter device, model ep.

Event description:
Edwards learned through review of article "the endovascular coronary sinus catheter in minimally invasive mitral and tricuspid valve surgery: a case series" by lebon et al (2010) that an endoplege device, (endovascular coronary sinus (cs) catheter used to administrate retrograde cardioplegia) was involved in 8 cases of catheter displacement during cardiopulmonary bypass. Two out of the eight cases, the reason was that the device was not inserted deep enough as a consequence of the cardiac anesthesiologists learning curve. For the rest of the cases, as per authors´ opinion, the main reason for the dislodgment/displacement during cardiopulmonary bypass was that the heart mobilization during atrial retractor positioning or the passage of a cannula in the right atrium. The article mentioned that administration of the retrograde cardioplegia is not an absolute requirement in minimal invasive surgery (mis) versus in open surgery. When delivering of the retrograde cardioplegia was not possible, all patients still received antegrade cardioplegia every 20 minutes to ensure myocardial protection. There were no adverse events described for none of the patients. Through review of the article there was no allegation of device manufacturing.